Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had normal blood glucose levels of 106.2 mg/dl. The customer reported that every time the battery of the insulin pump got low, the memory of the insulin pump was erased including the date and time and other sensor information. The customer has reported multiple unexpected restarts by the insulin pump. The customer also reported receiving an external ram crc error from the insulin pump. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.

Manufacturer narrative:
The insulin pump function properly during a21 test and passed self test. No a21 or a17 alarm noted during testing. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.